Manufacturer narrative:
B.5. Additional information: it was confirmed that the post-operative CT was normal and the patient recovered approximately one month post the secondary procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported endoleak could not be confirmed from the limited films provided; therefore the cause or type of the endoleak could not be determined. The films confirmed that the left/contra limb had been relined; indicating that the reported endoleak was most likely from the left limb; however, no clear endoleak was observed prior to relining the left limb. Pre-implant CT¿s showing patient anatomy were not provided for assessment of anatomical characteristics that may contribute to a stent graft tear (e.g. Calcification). Procedural or post procedural CT¿s showing the stent graft in vivo configuration were also not received. Additional angiograms including endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. There appeared to be adequate contra limb overlap within the gate therefore a type iiia separation endoleak seems unlikely. The exact location of the reported endoleak is unknown so a type iiib endoleak cannot be ruled out, and a potential root cause may be fabric wear from the underlying proximal/external stent(s) of the contra limb abrading the bifurcate near the level of the flow divider which appeared acutely angulated. Potential fabric abrasion due to adjacent stents or aortic calcification may have also been a factor. Analysis of the returned angiogram videos did not reveal any out of specification stent graft integrity issues which may have contributed to a type iiib endoleak. Additional information: the endoleak was confirmed to be a iiib endoleak as per the physician. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that recent follow up CT showed an unknown endoleak. A secondary procedure was carried out approximately two years post the index procedure and an angiogram confirmed a type iii endoleak. The stent graft limb etlw1616c124ee was re-lined with another etlw1616c124ee device and the endoleak was reported to be resolved. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.